Event description:
It was reported that high impedance measurements were observed in the rv pacing configuration. Noise was observed. Noise was reproducible with pocket manipulation. Device header and lead issue were suspected. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported high impedance measurements and device header issue were not confirmed in the laboratory. All impedance measurements were normal. The device was tested on the bench with test leads properly connected to the header. The device was interrogated and normal communication was successfully established. It is believed that the connection issue resulted from the lead not being fully inserted into the connector or the setscrew not being fully tightened.